Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and non-capture were exhibited with the right ventricular (rv) and right atrial (ra) leads. During a revision procedure, the leads were tested via an analyzer and found to be functioning normally. The implantable pulse generator (ipg) was then suspected to have a pacing problem, and a power on reset (por) was noted when the leads were reconnected. The ra andrv leads were then connected to a new implantable pulse generator (ipg) and all numbers were found to be good with the new device. The original ipg was removed and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.